Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, redness and irritation around the implant site was observed. As a result, the patient underwent plastic surgery treatment. Approximately a month later, the device was confirmed to be exposed. As a result, the entire system was removed. No additional adverse patient effects were reported.